Event description:
Customer reported that a pyxis medstation system es shut down unexpectedly during a procedure. Nurse was not able to retrieve medication for a patient undergoing a cardiac arrest event. Patient was relocated to the intensive care unit as a result of this malfunction.

Manufacturer narrative:
Customer reported that a pyxis medstation system es shut down unexpectedly during a procedure. Nurse was not able to retrieve medication for a patient undergoing a cardiac arrest event. Patient was relocated to the intensive care unit as a result of this malfunction. This event is recorded on complaint number (B)(4) a field service technician evaluated the device, the cause of this malfunction was determined to be a configuration of the network adapter, dhcp was enabled, and the device functioned as normal.